Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review. A review of the manufacturing- and heparin coating records indicated the lots met all pre-release specifications. Engineering investigation: the identity of the device was provided; therefore, the DHR was examined to identify any potential root causes attributable to the manufacture of the device. The case description could not be confirmed, as no potential root causes were found in the DHR and the provided images of the device were insufficient for evaluation. The reported failure mode(s) (delamination) reflect(s) the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device.

Event description:
It was reported to gore that the patient underwent surgical treatment on (B)(6) 2022, to create a straight av-shunt in the left upper arm with a gore® acuseal vascular graft. It was stated that on (B)(6) 2023, a revision had to be performed because of an occlusion of the shunt. A thrombectomy with a fogarty catheter was done. On (B)(6) 2023, the shunt occluded again, and an intervention had to be conducted. During the operation it was detected that the inner layer of the graft peeled off at the area of dialysis-punction (rolled up in a circle). A resection of the affected part of the gore® acuseal vascular graft was performed and replaced with a gore® propaten® vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
H3: as the device was discarded on site, no investigation of the device can be performed. A review of the manufacturing records for the device is being performed and images have to be evaluated.

Event description:
It was reported to gore that the patient presented with a shunt occlusion which appeared to be caused by a dissection of the gore® acuseal vascular graft. In the area of repeated punctures, a convoluted inner layer was present. The physician had to dissect a part of the shunt and had to replace it by a gore® propaten® vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2/a23/a4: this data was requested from the physician, but not provided yet. H3: as it is not clear at the moment, if the explanted parts are available, no investigation of the device can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number is unknown at the moment. Further details like lot-/serial no., patient data and additional information was requested from the physician, but nothing was provided yet. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.